Manufacturer narrative:
The oad was received at csi for analysis. The viperwire guide wire was engaged in the oad. Visual examination of the oad confirmed a fracture on the proximal edge of the crown, where it was engaged on the guide wire. There was no damage observed on the guide wire. Scanning electron microscopy analysis of the fracture revealed possible evidence of fatigue. It is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity, however the exact root cause could not be determined. When tested, the oad functioned as intended. At the conclusion of the device investigation, the reported fracture was confirmed, but the root cause of the fracture could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion located in the ostial circumflex artery. Distal-to-proximal treatment was planned, and glideassist mode was activated, however the oad could not be advanced to the distal side of the lesion. Therefore, treatment was started with proximal-to-distal technique on low speed. When the crown was advanced, the oad became stuck in the lesion. During removal of the oad, cine imaging revealed that the nose had fractured. The fragment was retrieved with a snare. The procedure was completed with rotational atherectomy, balloon angioplasty, and stent placement. The patient was in good condition.